Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump.